Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
It was reported that the 3.5x28 xience alpine stent came off with the protective sheath when the sheath was removed from the stent delivery system. The stent remained inside the sheath. There was no resistance removing the sheath. There was no patient involvement. Another xience of the same size was successfully used to complete the procedure. No additional information was provided.